Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. However, the sensor had a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
Customer reported she was convulsing earlier due to the sensor as it caused her the low. Customer's current blood glucose was 356 mg/dl due to over treating low. Customer declined troubleshooting. Customer states she had woken up with blood glucose below 60 mg/dl and then she went to exercise in the pool and she felt herself going low. Customer believes it was her fault as she didn't check before starting to exercise. Troubleshooting for sensor error was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.